Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator was not connected and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator was not detected on the bus. The field service engineer given instructions over the phone to perform a proper sequential shutdown and reboot of both the refrigerator and the station. Following these steps, the refrigerator became fully functional. The customer completed an inventory count, and no further issues were found. The system functioned as intended after the field service engineer troubleshot the device.